Event description:
It was reported that, "pt is a female who underwent left tha revision surgery for poly wear and osteolysis." Pt signed consent to participate in revision study in 2008. All explanted osteonics components are being returned to stryker. Operative report will be sent to stryker orthopaedics when it becomes available.

Manufacturer narrative:
Na